Event description:
It was reported that a large patient was burned on the arm during a mr scan when the arm came in contact with the bore of the magnet. A blister resulted from the contact burn. A healthcare provider later reported that the blister became infected and that the patient received medical attention for the infection. The area of the burn also was diagnosed as having a preexisting celulitis condition and that may have been a major contributor to the infection. The operator's manual states that patients need to be padded to prevent bore contact during scanning. No device failures were reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was found to be performing to specification. No device failures were reported. It is thought that the patient may have been padded with thin padding rather than the ge recommended padding given the large size of the patient and given that the site reported the patient as fitting tightly in the bore.